Event description:
It was reported that customer saw cgm error 42 in cgm history. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset steps, and error did not recur and no further alerts appeared after reset.